Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrodes include: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the active electrode was missing after an arthroscopic meniscectomy on a brand new super multivac. The broken piece was confirmed to be inside the joint by x-ray. A second surgery was conducted the next day to remove the remaining piece from the patient. The broken piece was successfully removed by using a hand instrument. No further complications were reported.